Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. No performance data could be extracted from the device. Further investigation into this failure will be carried out with a cross functional team. The root cause remains undetermined. It is possible that a software issue caused the reported event. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment with pico 7 applied post-op, the pico 7 device did not operate properly. When the batteries were placed in the device all of the lights flashed on and frozen. When the or staff tried to push the orange button, the device would not turn on and the lights remained on and frozen. A small delay was reported while getting a back-up pico kit to continue treatment. No patient harm.